Event description:
Ous MDR - oversensing was observed about 37 months after the implantation. No deterioration of the patient's state of health was reported. The lead was not returned and all available information suggests this lead remains implanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The cardio report you provided was carefully analyzed. The available impedance trends demonstrated a shock impedance of approx. 400 ohms with three sharp decreases up to 200 ohms in (B)(6). This finding was synchronously on rv and svc shock coil. Furthermore artefacts on the rv channel were found. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.